Event description:
It was reported that the pt expired after an implant duration of three days, due to unk reasons. No further details were provided. It is unk if pt's death is device related. Info learned from implant pt registry (per a call from the pt's spouse).

Manufacturer narrative:
Device not returned.